Manufacturer narrative:
It was reported that end-user required treatment with steroids for allergic reaction to face mask. Per report, the end-user developed redness to bilateral cheeks and to area under the nose. Reportedly, the end-user wore the facemasks for five days, approximately 80% of the time. The end-user's symptoms reportedly resolved after two to three weeks. Of note, the end-user stated that she is "very sensitive" and added, "I also took oregano oil maybe that could have caused this (allergic reaction) too." Due to the reported incident and required medical intervention, this medwatch is being filed. Samples are not available to be returned for evaluation. A root cause could not be identified at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that end-user required treatment with steroids for allergic reaction to face mask.